Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were taking multiple and longer presses to respond. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had scratches on screen and top of the reservoir had crack. Customer stated that the insulin pump received no delivery alarms. Customer also reported that the screen of insulin pump had rainbow effect in sunlight. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.